Event description:
A user facility in france reported that during a postoperative examination for an unknown eye surgery, the remains of a tubing material was noted in the patients right eye. A second surgery was performed to remove the particle. No further patient impact was reported. Additional information has been requested, but not received.

Manufacturer narrative:
The product has been discarded and a lot number is not available. The investigation is ongoing.